Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 352 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections and with the insulin pump. The customer performed troubleshooting and did not found leaks, insulin issues and site issues, and setting issues. The customer stated that he found small air bubbles. The customer declined to perform high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.